Event description:
It was reported that a spectrum pump had an undetected upstream occlusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, undetected upstream occlusion, which was not reproduced, but confirmed through the event history log. Evaluation experienced an upstream occlusion while running an infusion. Evaluation found continuity on the upstream sensor flex. The upstream sensor was replaced.